Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 1000 mg/dl. The patient stated that she had also been hospitalized a week earlier due to low blood glucose levels, with a reading of 39 mg/dl. The patient stated that she was not comfortable using this unit anymore because the last time she changed the infusion set, the act button had to be pressed three times before responding. Nothing further was reported.